Manufacturer narrative:
The associated reflection acetabular liner was returned and evaluated. A lab analysis conducted during this investigation revealed that the returned component does not exhibit any physical damage which might have cause the issue. Some physical scratches were noted on the face side of the liner. No deviations for material or processing indicated. The root cause of the connection problem could not be determined by this investigation. A dimensional evaluation noted that liner had features that could not be measured accurately due to damage that appeared to be from implantation attempts. The features that could be measured were to print specification. A clinical evaluation noted since the procedure was completed with a back-up liner, and no further harm is being alleged as a result of the two hour delay, thus no further clinical/medical assessment is warranted at this time. The device was manufactured in 2016. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a 2 hour delay occured during a total hip replacement due to a reflection liner and an acetabular cup that could not be implanted.